Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the care giver (cg) reported a high drain 105 at the end of therapy. The technical service representative (tsr) explained the alarm. The cg stated the home patient (hp) was using 4.25% solution today instead of the 2.5% that they normally use. The hp will call their nurse and let them know about the alarm but would keep the hc as there was nothing wrong and they know why they had gotten the alarm. The hp's programming was as followed: tidal therapy, total volume (tv) was 5000ml, therapy time (tt) was 9.0 hrs, fill volume (fv) was 1000ml, 85% tidal volume, ultrafiltration (uf) was 300ml, with a last fill volume (lfv) of 0ml. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.